Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft was implanted in a patient as a semi-urgent endovascular treatment of a 69 mm abdominal aortic aneurysm. No endoleak was noted after the implantation of the device. The patient's neck was noted to be severely tortuous. It was reported that during follow-up, a CT was performed and no endoleak was found. However, an echo ultrasound was performed around the renal arteries and a type ia endoleak was confirmed. It was stated that an aneurysm expansion was also noted. It was indicated that there was a possibility of deployment failure due to severely tortuosity of the stent graft on CT. An aortic angiogram was performed and a touch-up was performed using a non-medtronic balloon. It was reported that the stent graft was well deployed after the additional intervention. As per the physician, cause of the event was patient vessel morphology due to severely tortuous aortic neck.. No additional clinical sequalae were reported and the patient will be monitored.